Manufacturer narrative:
Continuation of d10: product ID {d-evolutfx-34}; product lot/serial number (B)(6); product type: {0195-heartvalves}; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a transcatheter valve, a pre-implant balloon aortic valvuloplasty (bav) was performed due to calcification. During the first deployment attempt, the valve was recaptured. Upon the second deployment attempt, an infold was observed and the system was subsequently withdrawn from the patient. A new transcatheter valve was loaded into a new delivery catheter system (dcs) and used to complete the procedure. It was noted that a 5 minute procedural delay occurred as a result of the infold. No patient complications have been reported as a result of this event.

Event description:
Additional information was received that during the first deployment; the valve went aortic. The valve was fully recaptured and advanced into place. The valve was 80% deployed and an infold was noted.

Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: product ID: d-evolutfx-34, serial/lot (B)(6), use by date 2026-10-15, UDI (B)(4). Updated b.5 and h.6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.